Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient' family that following implantable pulse generator (ipg) implant the patient became sleepy at night as their heart rate was too low. The ipg was reprogrammed and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.